Event description:
Patient was revised for pain and high metal count. Update rec'd 5/19/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort. Update rec'd 10/23/2014- pfs and medical records received. This complaint is for the left hip. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and impingement between the neck and acetabulum. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/18/2014

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 1/6/16- pfs and medical records received. Pfs and MDR were reviewed for MDR reportability. Medical records reported patient with complaint of pinching and knocking in hip, hip locking up, metallosis, impingement of posterior neck and mid-posterior acetabulum, greater trochanterica bursa stained, chronic inflammation and neck defects that did not seem to be structural at 1-1.5mm deep. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 27, 2016.

Manufacturer narrative:
Product complaint # (B)(4). Added: describe event or problem, (UDI) and (patient code). Corrected: pt. Identifier.

Event description:
In addition to what were previously alleged, ppf alleges metal wear and elevated metal ions.